Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) proactively replaced the mixer pulleys, aspirate probes, and peristaltic pump tubing. System verification testing (system check, high sensitivity system check, and quality control) was passing within the assay and instrument specifications. The fse indicated no hardware malfunctions were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. An initial result of 0.46 ng/ml was obtained and released out of the laboratory. As a result, the patient was given heparin treatment. The physician then requested the sample be reanalyzed. Subsequent testing of the patient¿s sample, on the same instrument, recovered a lower result of 0.01 ng/ml, within the normal reference range. There was no other treatment given to the patient. There has been no report of current patient outcome. The patient¿s sample was collected in becton dickinson (bd) lithium heparin plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was analyzed in the primary tube through the closed tube aliquoter (cta). The customer stated quality control (qc) had been within the laboratory¿s established range. All system parameters (including calibrations and system checks) performed within the assay and instrument specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.